Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Medical records received on an unrelated customer experience indicates the peritoneal dialysis patient was treated for peritonitis prior to the hospitalization on an unspecified date. There is no known allegation of a fresenius device malfunction contributing to the alleged event. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."

Manufacturer narrative:
Correction for (B)(6) 2018 follow up submission: date was blank and should have been (B)(6) 2018.

Event description:
"."

Manufacturer narrative:
There is a probable temporal relationship between the patient event of peritonitis and pd therapy on the liberty select cycler with cycler set. There is no documentation in the complaint file to show a causal relationship between the peritonitis and liberty select cycler or cycler set. Additionally, there is no allegation of a machine malfunction or leak in the cycler set reported for this event. Based on the available information, the cause of the peritonitis cannot be confirmed.